Event description:
It is reported that the end of the bone screw tap broke off and was left in pt.

Manufacturer narrative:
Evaluation summary: it is unk how the tap was used. The tip has fractured due to possible wear and/or overloading at the tip. Fracture may be predominantly due to improper and/or off-axis eccentric load or failure to pre drill very hard dense bone prior to tap. At the time of failure, the tap had a potential field age of approx 20 years; its usage history is unk. Insufficient info is provided to determine the root cause of the event. This product will continue to be monitored for any adverse trends. Evaluation: manufacturing records are in order and do not indicate any manufacturing anomalies. The hardness test meets the print specification.